Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that entire drawer and every cubie had failed and required maintenance. A field service engineer (fse) found that the drawer 2.2 had failed, where multiple pockets were failing to open and lids were randomly malfunctioning. Diagnostics were run, and the station was shut down for further inspection. The fse opened the back panel and accessed the rear of drawer 2, where the row board cable was disconnected and reseated with the controller board on drawer 2.2. After reassembling the drawer and closing the panel, the station was powered back on. The drawer was successfully recovered and tested using escort, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.